Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: device photograph(s) for the device related to the reported event of deflation reviewed on 09-july2020. Visual analysis of the photographs identified a device inside a peel pouch bag labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted.